Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history record review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked on the bottom left side, the bottom case was cracked underneath, and the right and left plunger cases were cracked. A review of the event history log identified display controller post and motor rate error in history. During functional testing the display was found blank at the power up process and the motor rate error was found during occlusion test. The display connector was not plugged into the main board and a combination of motor assembly, leadscrew and clutch halves were found old, dirty and worn out. The root cause of the issue was caused by the customer's incorrect assembly of the device. Reconnected display cable connector into main board, replaced worm gear, worm coupling, motor bracket, delrin washer, leadscrew and clutch halves, and performed power up process and all functional tests which passed.

Event description:
It was reported that the pump exhibited a motor rate error and there was no display. No patient injury was reported.